Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h4, h6 product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the sternal zsternal zipfix cable tie w/needle peek was cut from the adjustable and cutting area. The surface fracture indicates that was cut intentionally with a cutting clamp. This damage demonstrates that the implant was used. The locking head does not show any structural anomalies or post-manufacturing damage. The cut fragments were returned. Per sternal zipfix system surgical technique guide se_839363 rev. Ab. Precautions: do not damage the implant teeth and lock the head by manipulating with instruments. Ensure that the locking head of the implant is free of soft tissue and/or surgical material that could prevent the locking of the implant. Avoid clamping of implant in the area of the teeth or excessive bending/twisting of the implant, as this may lead to implant failure. Do not cut the implant directly at the notch. Removing the needle by bending or twisting will cause a deformed end that may damage the locking head during insertion. Always ensure that the implant end is cut and not deformed. If the implant is not cut, implant failure may occur. Handle implants carefully, especially needles, to avoid damaging critical structures, soft tissue, and/or hand gloves. Avoid excessive force when tightening the implant. Do not use forceps to tighten the implant. Damage resulting from excessive force or forceps may cause implant failure. A functional test was conducted following the process established in the sternal zipfix system surgical technique guide. The needle was already cut off. The cut end was aligned with the smooth surface facing up and it was passed through the locking head. The implant was tightened successfully. No problems were identified in the functional test. Once the locking mechanism was activated, it was not possible to disengage the device. A dimensional inspection was not performed since it did not apply to the complaint condition. The overall complaint was not confirmed as the observed condition of the sternal zipfix cable tie w/needle peek would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code: 08.501.001.01s. Lot number: 6699p90. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 26 sep 2023. Manufacturing site: it's a purchased item, received from samaplast and shipped by jabil bettlach. Expiry date: 01 sep 2028. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, the sternal zipfix cable could not be tighten. Another device was used to complete the surgery. There were no adverse consequences to the patient. The procedure was successfully completed without any surgical delay. Patient outcome is reported as stable.